Manufacturer narrative:
Items from the same lot were tested and work as they should. Original receiving inspection reports show implants to be in specification.

Event description:
Implant backed out requiring a revision surgery.